Event description:
Additional information was received that programming changes were made to the minute ventilation feature to turn off respiratory rate trend and monitoring will be continued.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. The noise was consistent with oversensing related to the minute ventilation feature. Boston scientific technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. This product remains implanted and in service.